Event description:
Unit only lasts 10 minutes on battery. (B)(6) 2022 found during evaluation: system shuts down at 50%.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the unit will not hold a charge was confirmed. The lithium-ion battery is degraded, and unit shuts down at 50%. The root cause is due to an internal failure of the lithium battery. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.